Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Blood/body fluid and tissue was noted in helix area. An x-ray of lead tip showed the helix retracted with no anomalies noted. The helix appeared normal. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room with chest pain. An x-ray was performed which revealed a cardiac perfusion. It was noted that the lead had perforated the patient's left ventricle. The patient was seen for a revision procedure where the lead was explanted. The lead was returned for analysis. There were no additional adverse patient effects reported.